Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 7.9-8.5cm and 8.6-9.1cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 18.5-19.5cm from the tip electrode. The etfe coating was intact at these locations. (B)(4).